Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and breast cancer.

Event description:
Healthcare professional reported rupture and breast cancer on left side, the device remains implanted. Breast cancer is considered not device related.